Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the targeting guide was not functioning correctly during surgery. The drill would not target correctly. The locking bolt of the guide had to be retightened before use.